Event description:
Dexcom was made aware on 05/30/2024, that on 11/08/2023 the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with burning, redness, inflammation, and infection at the needle puncture site after the sensor was inserted in the arm. The area was prepared alcohol with before placing the sensor on the body and unremembered oral antibiotic after beginning 11/08/2023 following an urgent care evaluation. At the time of the report, the site was reportedly completely healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.